Manufacturer narrative:
A crosscheck of the apm, as discussed with maquet service department, has been performed by the field service technician. During the crosscheck it has been detected that the apm is faulty. The apm has not been returned for further investigation despite several requests. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
As stated by the customer: the unit hl20 was working with no errors or visible faulties but the air protection module apm 20-411 seemed to have problems, the module did not reset the bubble sensor neither detect the level sensor. Issue has been detected during startup of the device. No patient was involved. (B)(4)